Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the zebra printer was not connect to the station. A field service engineer confirmed with customer the usb is working the issue has been resolved. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es label module in not printing labels. The customer stated there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.